Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported that the reservoir will not fit in the pump and the meter is no longer sending blood sugars to the pump. The battery was removed from the pump as it kept beeping. The customer also had multiple pump errors that were cleared. The customer's wife reported that the customer's blood glucose was over 600 mg/dl and he was throwing up and had signs of diabetic ketoacidosis. The customer was given a shot to lower blood glucose. The customer declined troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm. Device uploaded properly to the carelink software and communicate properly. No communication anomaly noted. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to broken motor slide. Unable to verify pump error 37 alarm and no delivery/occlusion alarm due to broken motor slide.

Event description:
It was reported that the failure analysis was completed under case- (B)(4) on december 17, 2018.